Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the cooling tube of the catheter broke during a procedure. During a rhythmia procedure, the cooling tube of an intellanav mifi oi broke. Ablation was delivered three times without cooling at the end of the procedure. The issue was identified after ablation. No patient complications occurred. The device is expected to return to boston scientific for analysis; however, it has not been received as of the date of this report.